Manufacturer narrative:
The nail was received for visual and functional evaluation. Visual inspection of the returned nail revealed that housing tube (had crack at the anti-rotation lug) or the crown region. X-ray images of the internal components revealed the broken anti-rotation lug. The combination of a broken anti-rotation lug and disengagement of retention barbs, results in the loss of distraction. Based on visual inspection and x-ray analyses of the broken nail feature was confirmed. The nail was functionally tested and was not able to distract and retract with the electronic remote controller (erc) and high-speed magnet. The unit was jammed. The unit was unable to pass the functional testing specification. However, based on the type of breakage observed and reported information, it is possible that the housing tube broke due to stress generated from weight bearing activities. Per the precice instructions for use (IFU), the precice stryde nail cannot withstand the stresses of full weight bearing. Patients should utilize external support and/or strict activities as directed by the physician until the consolidation occurs.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on an unknown date. As per the reporter, the nail broke due to weight bearing. The nail lengthened successfully and was replaced with a static nail to allow for consolidation of bone regenerate.